Event description:
It was reported that the threshold increased a few months after replacing the device from a subcutaneous position to a subpectoral position. All other values were fine. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The outer insulation was cut/damaged at 20 cm from the connector pin. The insulation of one of the sensing cables was damaged/abraded, and the filars of the cable were visible at the same area. The damage indicates exposure to a sharp object which most likely occurred during the repositioning of the system, as reported in the field.